Event description:
Meter name: one touch basic enhanced. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. A pt reported they were unable to obtain accurate results with the one touch basic enhanced due to altitude level. Pt reported that they spent hundreds of dollars on strips that gave them erroneous results. Their meter allegedly was inaccurately erratic. The result on their meter was unknown. Treatment was unknown. Pt was sent a one touch ultra meter due to the high altitude. No further info has been reported.